Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent system (eecss)instructions for use as a known patient effect of the coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo lesion in the distal marginal coronary artery. The patient presented with severe chest pain which was then diagnosed as angina. An angiogram was performed and revealed a 90% block in the obtuse marginal artery. The physician pre-dilated the vessel using a 2/10 semi-compliant balloon. Then stenting was performed through a radial approach at 16 atmospheres with a 2.5 x 33mm xience prime stent. Fluoroscopy after stenting showed a dissection at the distal end of the stent. Another xience prime was used to successfully cover the dissection. There was no adverse patient sequela reported. No additional information was provided.